Event description:
It was reported that a small volume folfusor leaked and emptied in the packaging. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between september 1, 2022 - september 2, 2022. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which identified droplets of fluid inside a bag that contained the device which suggests a leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.